Manufacturer narrative:
Based on the claim against the product by the customer noting that the sureform 60 stapler stopped working after 6 fires, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The sureform 60 stapler instrument was analyzed. Failure analysis (fa) replicated the customer's reported complaint. The sureform 60 stapler was placed on an in-house system with a brand new reload and failed initialization on every attempt, reaching 30% initialization completion before faulting. The reload was removed in order to manually drive the I-beam forward. Fa found the primary failure of initialization failure to be related to the customer reported complaint. Review of logs showed that this stapler was used on (B)(6) 2022 using system sk0600. Logs revealed 6 installations attempts with hi-drivetrain friction, and the stapler was never used again, likely from the result of the lodged staple causing initialization failures.an additional observation was also observed. Upon further failure analysis, the I-beam cannot fully be driven out at the wrist assembly. Heavy friction was observed. Fa found the additional failure of a jammed I-beam to be related to the customer reported complaint. Root cause is attributed to a component failure. The I-beam sleeve was found damaged. Sleeve material approximately 0.3 x 0.12" was missing, exposing the metal shaft of the I-beam assembly. Material was missing and not returned by the customer. Fa found the additional failure of sleeve damage to be related to the customer reported complaint. Root cause is attributed to manufacturing.the probable root cause of failure to deliver staples may be attributed to either device design or use conditions. Regarding design, the instrument I-beam assembly can be broken due to broken gear teeth and/or gear supports. Regarding use, the sureform 60 stapler instrument may experience firing issues if it detects too much tissue in the crotch of the jaws or the potential for inadequate tissue thickness. This complaint is being reported due to the following conclusion: failure analysis found the sureform stapler 60 instrument with a jammed I-beam assembly. Medical intervention may be required in the event that the stapler fails to unclamp from tissue when commanded by the user or system. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Failure analysis investigations also confirmed a missing piece from the I-beam sleeve. The missing piece could fall inside the patient during the surgical procedure. While there was no reported harm or injury to the patient, and the customer had reported that no fragment fell inside the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling inside the patient may require surgical intervention.

Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure that the sureform 60 stapler stopped working after 6 fires. The instrument was not recognized by the system. The site tried reseating the drape. A second stapler was used to complete the procedure. There were no reports of patient injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.